Event description:
The lay user/patient contacted lifescan alleging the meter is reverting to setup mode. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
Customer reportedly received result of 373 mg/dl on the advantage system and 123 mg/dl on professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.